Event description:
It was reported to boston scientific corporation that an prefyx sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient suffered physical pain and permanent injury. On or around (B)(6) 2011, the patient underwent a procedure in which all or a portion of the prefyx sling system was removed. All other information is unknown and unavailable.